Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 30oct2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator alarmed with a battery fault. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 2nov2018. Date of manufacturer: 31oct2018. The field service engineer (fse) replaced the battery to address the reported issue.